Event description:
Complaints team forwarded a "hubspot" notification on 2026-4-14. The owens-minor employee entered the allegation/complaint. The complaint states the following: message: "good afternoon, I hope you're well. I am reaching out on behalf of summa hospital. The cat# 0048-0003 carries a barcode that does not follow gs1 standards for scanning. Logic provided for this product follows the (01) (10) and bottom barcodes follow as (17) (21) (11)- which does not follow the standard alignment. This should be (01) (17) (10) followed by other existing numbers. Please correct this if possible. As it is creating issues within hospital departments when scanning the items onto an encounter. Which is stopping nurses/technologist from a continuous workflow." There was no patient involvement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d7a (is this a single-use device?), e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of barcode label format issue for cat # 0048-0003 is likely due to customer-specific interoperability or usability limitation, and not a labelling format failure since the barcode seems to be functionally correct containing valid gs1 identifiers.